Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a catheter array inversion and a knot in the catheter array occurred. Resistance was felt during removal of the catheter from the body. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702688 was returned and analyzed. Visual inspection showed the catheter pscc100/0012702688-019 spiral array appeared to be knotted. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging confirmed electrode wires were detached from the electrodes in the spiral array, as well as entangled electrode wires in the shaft. High magnification optical inspection revealed that electrode ring e4 was detached and loosely connected. Electrical continuity testing revealed electrode ring e2 and electrode ring e4 were an open loop. In conclusion, the reported array inversion was not confirmed during inspection during analysis; however the array knot was confirmed. The loop catheter did not pass the returned product inspection due to entangled electrode wires in the catheter shaft, a knotted spiral array, and electrode wires detached from the electrode ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.